Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the sureform 60 stapler (part 480460-09/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was used on 12-may-2021, on system sk0538. This single-use instrument had 11 fires remaining. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported because the sureform 60 stapler failed to unclamp from tissue when commanded by the user or system. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported unclamping issue with the instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the unclamping issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler was inserted and clamped. However, when the surgeon proceeded to staple, the stapler would not open after it fired. The ¿instrument was unseated and to turn knob to open¿ message was generated on the screen. There were malformed staples. There was no report of fragment(s) falling inside the patient. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.